Event description:
It was reported that farawave 31 mm was selected for pulse field ablation (pfa) atrial fibrillation procedure. During insertion of the farawave catheter into the faradrive sheath and during aspiration for its advancement, it was observed that the flow from the pressure bag was interrupted. Thus, the catheter was forced back again, and a thorough check of the fluid flow was carried out, and it was found that there was no flow at all, while at first the flow was running normally. It was checked again every part and every connection from the flash bag until the proximal tip of the farawave catheter. It was decided to use a new catheter and completed the procedure successfully, no patient complication was reported.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation (disposed). If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that farawave 31 mm was selected for pulse field ablation (pfa) atrial fibrillation procedure. During insertion of the farawave catheter into the faradrive sheath and during aspiration for its advancement, it was observed that the flow from the pressure bag was interrupted. Thus, the catheter was forced back again, and a thorough check of the fluid flow was carried out, and it was found that there was no flow at all, while at first the flow was running normally. It was checked again every part and every connection from the flash bag until the proximal tip of the farawave catheter. It was decided to use a new catheter and completed the procedure successfully, no patient complication was reported. It was further reported that there was no issue with the faradrive sheath. The irrigation was functioning properly outside the sheath during the preparation stage.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for updated field describe event or problem (b5), in section b - adverse event or product problem. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.